Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb957, detachable pouch 5x7" 5ea/box was being used on 19sep23 during an unknown procedure when it was reported ¿during an appendectomy surgery (piece removal anatomical), once the bag is positioned in the abdomen, he retracts the ring as for procedure but a piece of it comes off plastic of the device removing piece of plastic in the same intervention.¿. There was no report of injury, medical intervention, or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.